Event description:
It was reported that this implantable pacemaker device has depleted from 2 years battery remaining and during the recent checked, the battery was decreased to 3 months. This device was explanted. No additional adverse patient effects were reported.